Manufacturer narrative:
(B)(4). Investigation summary: our manufacturing facility was provided with four samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformances associated with this issue during the production of batch 1806200. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Rationale: we have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).

Event description:
It was reported that bd discardit¿ ii syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.